Event description:
A male with an angulated proximal neck of approx 90 degrees relative to the long axis of the aneurysm (visual) underwent aaa repair in 2008. The main body graft was deployed lower than initially planned which resulted in a lack of fixation length of the ipsilateral (left) iliac leg grafts (1820334-2008-00437). An iliac leg graft was deployed into the left external iliac artery, occluding the internal iliac. Confirmatory angiogram revealed a proximal type I endo leak. A main body extension was placed from the suprarenal stent into the main body sealing stent. When the gray positioner of the main body extension delivery sys was removed, the trigger wire release mechanism broke. The endoleak persisted, so the physician placed another MFR's stent and performed add'l ballooning resolving the endo leak. Pt has recovered. Angiography revealed an occlusion in the ipsilateral limb from the bifurcated section of the main body down to the femoral artery seemingly due to thrombus and a kink of the left iliac leg graft. The kink was resolved on six days later by placement of another MFR's stents placed at the kink and at the proximal end of the iliac leg graft though the femoral artery and blood flow was restored. Thrombus at the femoral bifurcations was removed by performing arteriotomy and the procedure was completed.

Manufacturer narrative:
Event eval: still under investigation.